Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver instrument had a frayed cable and the surgeon was unable to articulate the instrument afterwards. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that there were no issues with the instrument articulation prior to the issue happening. There were wires protruding but the customer was unsure of how many. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the backend pulleys. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.